Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the raw material used for the units released in august 2023. Summary of investigation: a x-ray picture was transmitted for investigation. However, no sample or picture were returned for evaluation. X-ray pictures review: the connection ring is well connected to the access port housing. However, the catheter is disconnected, and it has migrated into the right part of the heart. Raw material historical review: the batch records of the catheters, of the connection ring and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. IFU gives recommendations to correctly connect the catheter to the access port. Conclusion: without the sample for evaluation, it is not possible to determine the root cause of the catheter disconnection. However, it is worth noting that: the batch history record has not revealed failure during manufacturing process, no other similar complaint was reported on this access port batch. Catheter disconnection is a known complication for which the complaint rate remains low (B)(4). No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.

Event description:
After implantation, the patient experienced the inability to receive intravenous fluids during the second chemotherapy session. Chest x-rays and dsa imaging showed that the catheter had detached.